Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the current pump is losing 10 - 15 minutes every time they checks settings. The reporter stated that they correct lost time and holds for few weeks. The reporter stated that the patient is not home to review pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the time/date loss issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jan-2018 with the following findings: a review of the pump black box showed several manual time/date changes. There was no evidence of time loss/gain observed. During investigation, the pump ez-prime steps were performed correctly with no warnings or alarms occurring. Further testing was not able to be performed due to an unrelated internal clock battery failure. The complaint of a time loss/gain was not able to be adequately investigate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.